Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that maybe in the last month or so they started to experience shocking and jolting sensations near their incision site. The patient stated that they had to stop whatever activity they were doing to "get through it. Agent asked the patient if the shocking/jolting was associated with a specific activity or movement, and the patient said it was random. The patient had already decreased the amplitude, but they continued to experience the random shocking/jolting. The patient had not tried a different program or turning the therapy off. The patient did not have their external devices charged at the time of the call, so they said they would charge them and call back in an hour to get guidance on how to change programs. Agent also reviewed that the patient could consider making an appointment with their managing doctor to further address the issue, especially if shocking/jolting persists on other programs or with the therapy turned off.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.